Event description:
The patient was taken to the main operating room to remove a failed left total hip replacement. The original surgery was four years ago and was performed at an outside facility by an outside surgeon. Our surgeon requested a report be sent to medsun due to the loosening of the hip implant and the metallosis in the patient. Findings at the surgery: severe arthritis with osteophytes, metallosis with corrosion of modular implant with staining of tissues and metal debris.